Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Air / water could not be fed through the scope. The exact nature of the foreign element in the nozzle could not be identified. The structure of this residue looked close to the structure of caoutchouc and did not come from the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
It was reported by the customer, the evis exera iii colonovideoscope had been returned from repair and after first cleaning, the insufflation (air/water) seemed to be blocked. The issue had no effect on the procedure. No patient harm reported. During the evaluation of the device, it was noted the nozzle unit was clogged with foreign materials due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the nozzle unit was clogged with foreign materials due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 2 years, since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely, due to a piece of the injection tube, or the silicone rubber product entered in the channel and clogged in the nozzle. The event can be detected/prevented, by following the instructions for use, which state: operation manual preparation and inspection: inspection of the endoscope, inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system, inspection of the air-feeding function, inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.